Event description:
It was reported that the customer used an 18 gauge cannula needle to insert the guidewire and felt abnormal resistance. After the catheter was inserted, customer found blood in the syringe and tried to remove the guidewire but resistance was felt and the guidewire could not be removed. It was further reported that the clinician tried to remove the guidewire and pulled against resistance causing a separation of the tip, which appeared to remain in the subcutaneous tissue. The clinician tried to retrieve the coil from the femoral vein with a snare catheter in the catheter room but failed. The catheter was removed and the guidewire was discarded. Two possible lot numbers were reported.

Manufacturer narrative:
Device will not be returned for evaluation. It was reported that the guidewire was discarded.